Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) contacted paramedics upon feeling symptomatic. A surface electrogram revealed the patient was tachycardic, at a rate of ~179-180bpm. The ICD did not provide therapy, as the rhythm did not meet detection criteria for the programmed rate cut-off (rco) of 180bpm. The patient was externally defibrillated and hospitalized for further evaluation. Upon ICD interrogation, a fault code was encountered. This benign fault code indicates that a pacing pulse was attempted too soon after a previously delivered pacing pulse. The fault was cleared. Additional review of device history also revealed a high, out-of-range impedance on the atrial pacing lead.